Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 25mm amplatzer cribriform occluder was selected for implant. During procedure, during deployment of the left disc in the left atrium, deformation of the left disc in a concave shape was observed. The issue persisted despite 3 attempts to correct the conformation of the disc. The occluder was removed and exchanged for a new 30mm amplatzer cribriform occluder, which was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of "deformation of the left disc in a concave shape" was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.